Event description:
It was reported that the rv lead was explanted due to delivery of multiple inappropriate shocks that was caused by oversensing of noise. When the doctor pulled on the lead noise artifacts could be observed. No further patient complications were reported as a result of this event.